Event description:
Ous MDR - it was reported that inappropriate therapy was delivered due to oversensing on this lead. The physician decided to replace the lead. No other adverse patient side effects were reported. The lead was explanted and returned for analysis.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 24 cm distal to the is-1connector pin. Both parts of the lead were returned for analysis. The distal lead fragment was excessively stretched, with the result of a prolonged lead up to 74 cm. The received lead fragments were subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead fragments. At the distal lead fragment the insulation was found rubbed through. This damage can be considered to be the root cause for the clinical observation of oversensing on the rv channel which led to shock delivery. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve should be taken into account. Further damages such as the conductor fracture, most likely occurred due to mechanical forces applied during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.